Event description:
The pt went in for a band adjustment and injection of saline into the port had no restricting effect. The physician diagnosed a leak in the system. Surgery to explant and replace access port has occurred. F/u findings: leakage at or near port tubing connector.